Event description:
It was reported that intermittent occlusion alarms occurred, leading to the customer experiencing intermittent high blood glucose (bg) levels. Customer¿s blood glucose level was 400-537 mg/dl. The elevated bg was addressed by a correction injection via manual insulin therapy. The customer resolved the occlusion issue by changing the infusion set and cartridge before resuming insulin.